Event description:
Boston scientific received information that this right ventricular lead was repositioned due to a lead dislodgement. After the procedure all measurements were normal but it was noted that the patient had cardiac tamponade which required pericardiocentesis. The patient was stable. No further adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.